Event description:
The user reported that the involved angio-seal dilator was unable to fit securely with the sheath. The user assembled the dilator into the sheath and inserted it into the mini guidewire as usual, but he noticed the dilator was easily be pushed out from the sheath. There was no reported blood loss. Additional information was received 04 apr 2024: the type of procedure was being performed was a neuro intervention procedure using a 7fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issue with insertion, deployment, or withdrawal of the device. The user complained the dilator/locator cannot secure/lock with the angio-seal sheath firmly, not related to the deployment. When the combined sheath dilator is inserted to the wound, the dilator moves backward. The same device was used for hemostasis, the user handled the loosen dilator carefully. Patient is stable. No concomitant medical products used with the angio-seal. Inserted the locator into the hub was very smooth. The user did not have difficulty inserting the locator into the hub, the process was smooth. The locator could move freely since it couldn't be secured in the sheath. Mating the locator and the hub was a very process but the locator couldn't be looked in the hub firmly. There was a very weak or almost no audible click on mating and no tactile feedback after mating. Very weak or almost no audible click. No tactile feedback after mating. The locator could not be secured and locked firmly, attempted four to five times. The locator separated after mating with the hub when it was put in the patient's skin. Locator was too loose and failed to stay in place when putting it in the patient's skin. The user needed to hold the locator and handle with care to finish the process and the hemostatic process was achieved with the same device. The user attempted to mate the locator and hub four (4) to five (5) times. The locator could not never be secured and locked firmly. The locator separated when it was put in the patient skin. The locator was loose and didn't stay in place. The user needed to hold the locator and handle with care to finish the process. The patient was not hurt. The user just needed to hold the locator and handle with care to finish the process and the hemostatic process was achieved with the same device.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot # was unknown d6b: explanted date: device was not explanted e3: occupation: tcl marketing department h4: device manufacture date: unknown, as the involved product lot # was unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.